Event description:
It was reported that the burr was pulled out while rotating at high speed. A 1.50mm rotapro was selected for use. During the procedure, the device was switched to dynaglide mode, but it did not slow down and continue to spin at high speed. The device was pulled out while rotating at high speed. The procedure was completed by replacing the console device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate during analysis leading to a device stall. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled to analyze the inner components of the advancer.

Event description:
It was reported that the burr was pulled out while rotating at high speed. A 1.50mm rotapro was selected for use. During the procedure, the device was switched to dynaglide mode, but it did not slow down and continue to spin at high speed. The device was pulled out while rotating at high speed. The procedure was completed by replacing the console device. No complications were reported, and patient was good post procedure.